Event description:
It was reported the patient is requesting surgical intervention to have the scs removed due to pain at the ipg site. Furthermore, the patient alleges the device sticks out of her and it is painful when sitting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.